Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to reset the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact technical support again if any malfunction code reoccurs and acknowledged this instruction.